Event description:
It was intended to use an integrity 3.00 x 12 mm rx bare metal stent to treat an 8mm lesion in the rca vessel. The lesion was described as severely tortuous, severely calcified with 90% stenosis and difficult to treat. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. A sprinter balloon was used to predilate the lesion. During attempted delivery, vessel resistance was encountered and excessive force was used. It was reported the resistance was due to the coronary anatomy. Multiple failed attempts were made to position the stent. It is reported that a strut on the stent became flared and it is mentioned that the flared stent strut may have occurred when the undeployed stent was being removed from the rca into the guide catheter. The procedure was completed using a non-medtronic stent. There are no reported patient complications.

Manufacturer narrative:
Evaluation results: failure to follow instructions (excessive force used). Inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology). Related to another drug/device (guide catheter) 3221: no results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions ((excessive force used) inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
Evaluation summary: the device was returned for evaluation to medtronic. The stent was positioned correctly on the balloon. The hypotube was mildly kinked along the shaft at 6cm, 65cm and 72.5cm from the strain relief. There was damage on the proximal end of the stent, on the 12th segment from the distal.